Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller tested 3.7 inr on the coaguchek s system while a comparison lab returned as 2.1 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system, and replacement was sent.